Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. Sorc also found the corrosion of the electrical contacts of the video connector socket and the failure of the locking function of the video connector socket. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that the endoscopic image of the subject device was not displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc could not reviewed the manufacture history (DHR) of the subject device because more than fifteen years had passed since the subject device had been manufactured. Based on the reported information, omsc surmised that the reported phenomenon was attributed to a communication error with the endoscope due to a failure of the video connector socket. The failure of the video connector socket was attributed to influence of wear due to long-term use because approximately fifteen years had passed from the subject device had been manufactured or accidental failure. If additional information becomes available, this report will be supplemented.